Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery. A 2.25x18mm xience sierra was advanced and once at the lesion the balloon completely failed to inflate at the first inflation at an unknown pressure. Another xience sierra was used to successfully complete the procedure. There were no patient adverse effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation problem and leak/splash. There is no indication of a product quality issue with respect to manufacture, design or labeling.